Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction. The femoral stem remains implanted.

Event description:
It was reported that revision surgery is scheduled.